Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported problem. Physio determined the cause for the malfunction to be failure of the main keypad assembly. The main keypad assembly was replaced and proper device operation observed through functional and performance testing. The device was repaired and returned to the customer for use.

Event description:
It was reported that the device on/off button occasionally failed to operate. There was no patient use associated with the event.